Event description:
A site representative reported the vertek arm would no longer tighten down. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. As reported, the starburst end of the suspect vertek arm will not lock down completely. A new vertek arm was sent to the site for issue resolution.